Event description:
A non health care professional reported that during surgery, the patient was dissatisfied with clarity of distance vision. After post operation able to do activities like target shooting with right eye dominance. Recommended course of action: iol (intraocular lens) rotation vs exchange vs fellow eye surgery to optimize distance and corrected residual refraction (rx) on right eye and he likes the improvement. Now trailing multifocal contact lens (cl) in fellow eye with no cl in right eye to mimic left eye lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).